Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the atrial lead exhibited crosstalk oversensing resulting in inappropriate mode switch. No intervention was performed. The patient was in stable condition.